Event description:
The following has been reported: nurse reported: leaking at cassette, heparin running. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. A cracked secondary port was detected, also it presents stress marks around of the component. An underwater leak test was performed to verify the liquid and air side areas of cassette, bubbles were observed coming from unit due to the found defect. The customer complaint is confirmed. The root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which resulted in a crack. A replacement of non-adjustable torque wrenches was performed to mitigate this issue. An internal investigation was opened to address this issue. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, and 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch review could not be performed as the affected batch was not provided.